Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed calcium_2 (ca_2) results were obtained on two patient samples on an atellica ch 930 analyzer. Calibration and quality control (qc) were acceptable on the day of the event. The customer recalibrated the ca_2 using fresh reagent, fresh calibrator, and ran qc. Then, the customer compared the five patient sample results from an alternate analyzer to the original analyzer and determined that the results were acceptable. Siemens remotely assisted the customer and rebooted the analyzer multiple times. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse observed the console screen with the windows blue screen and performed the button shutdown on the module manager (mm) computer and the main breaker. Then, the cse powered the breaker back on, performed a reboot, and connected to the process center computer (pcc) successfully. Next, the cse entered diagnostics mode, observed that the reaction ring bath was not completely full, performed and completed drain and fill successfully, and performed autocheck. Further, the cse worked on an issue that was not related to this event, observed a malfunctioned dilution washer probe, checked the probe and tubing, observed clogs in both tubing and probe, cleared out tubing and replaced probe 1, and ran autocheck, which passed. The customer ran calibration and qc. The cause of the falsely depressed ca_2 results is unknown. The analyzer is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely depressed calcium_2 (ca_2) results were obtained on two patient samples on an atellica ch 930 analyzer. The erroneous results were reported to the physician(s), who questioned the results. The samples were repeated on an alternate atellica ch 930 analyzer. The repeat results recovered higher than the erroneous results and matched the patient¿s clinical picture. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ca_2 results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2025-00021 on 16-jan-2025. Additional information (12-feb-2025): siemens reviewed the customer's quality control (qc) data and observed slight imprecision, and in some instances, out of range recovery. However, qc recovered within range at the time when the samples were processed, indicating the issue was not related to the calcium_2 (ca_2) reagent. Siemens evaluated the event and determined that the analyzer related issues potentially contributed to the falsely depressed ca_2 results, which were resolved by the service activities performed by the customer service engineer (cse), as described in the initial report. The investigation conclusions code of section h6 was updated to reflect the additional information. The analyzer is performing within specifications. No further evaluation of this device is required.